Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise was observed. Troubleshooting options were discussed and reprogramming efforts were performed. At this time, the product remains in service and no adverse effects have been reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise, sensing issues, and loss of capture were also observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced, while the crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise was observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced, while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field h1: type of reportable event h6: impact codes.